Event description:
It was reported via repair work order that the bed had no power due to no power supply when delivered. No adverse consequence or clinically relevant delay in treatment was reported.